Event description:
The doctor attempted to place a fluency plus 6 x 80 on a long catheter. Doctor approached contralateral sfa (through tight venous bypass). There were difficulties probing the anatomy and lesion with the guide wire, and difficulties passing the lesion with the delivery system because of tight anatomy. Doctor decided that he had to pre-dilate the stenosis, and removed delivery system. Doctor pre-dilated the stenosis and re-entered with the delivery system (forgot to flush again with saline before re-insertion). High resistance was seen when deployment was attempted, and the stent graft could not deploy. The outer catheter detached from the strain relief. Doctor removed the entire system (inner catheter) and then outer catheter with fluency inside. Doctor placed subsequently 3 fluency plus 6 x 80 in the same patient and the feedback was excellent.